Manufacturer narrative:
No unexpected button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. No unexpected battery out limit alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Moisture damage was noted on the display board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer's insulin pump was exposed to moisture, and now the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 139mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.